Event description:
The customer alleged questionable results for two patient samples when tested for total (free + complexed) psa - prostate-specific antigen (tpsa). Of the data provided, there was one discrepant result that was reported outside the laboratory. The initial tpsa was 14.80 ng/ml, which was reported outside the laboratory. The patient was referred to a urologist. A follow-up psa was performed at another laboratory with a result of 0.65 (units were not provided). On (B)(6) 2011, the original sample was repeated on the same analyzer on which it was initially run, with a tpsa of 0.658 ng/ml. Other tests which were initially performed on the sample were also repeated. The customer stated that all results reproduced within specification except for the psa. There was no treatment done due to the discrepant results and no adverse event. The tpsa reagent lot number was 16349301, with an expiration date of 09/30/2012. The customer had initially called because they determined a bottle of procell had been loaded onto the analyzer, but the operator had left the reagent tube in the up position so that no reagent was being drawn. The field service representative was unable to determine the cause of the event. He replaced syringe seals, o-rings, and measuring cells in conjunction with the yearly preventive maintenance. He also adjusted liquid level detection voltage. He checked the water pressure, fluidic adjustment, probe and mixer mechanical adjustments, liquid level detection and pressure sensor voltages, and the power supply voltages, which were all within specifications. He ran performance tests, which passed. The operator ran calibration and quality controls with all assays within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. A specific root cause could not be identified. Calibration and quality controls results do not indicate a general system or reagent issue. Additional information was requested, but not provided for further investigation.